Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would start to run and then stop quickly. It was further noted that the electronic motor and electronic control unit (ecu) were damaged and the coupling head, bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was broken. During in-house engineering evaluation, it was observed that the device would start to run and then stop quickly. It was further noted that the electronic motor and electronic control unit (ecu) were damaged and the coupling head, bearings and seals were worn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.